Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization in (B)(6) due to low blood glucose levels. The customer's blood glucose level was 30 mg/dl. The customer was treated with an insulin drip. Nothing was replaced or returned. No further details were provided on the hospitalization.